Event description:
The lens was removed and replaced due to refractive error. The doctor enlarged the incision to replace the lens.

Manufacturer narrative:
This lens is sold in the USA under model mi60lus.